Event description:
It was reported that the lead's threshold was elevated immediately post implant during post implant programming. The physician wanted the lead tested again the next morning to see if the numbers got better. At the next morning's follow up the numbers were higher. The physician the decided to remove this tined lead, which was placed on mid septum, and to replace it with an active fixation lead, which was placed in the apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.